Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprostheses was during a stenting procedure within the common bile duct on (B)(6), 2011. According to the complainant, the patient¿s anatomy was moderately tortuous but no dilatation was performed prior to the procedure. During the procedure, the stent was unable to be deployed. The device was removed from the patient fully constrained. After removal, the physician noticed that the stent struts had penetrated the outer sheath. The procedure was completed with another wallstent biliary endoprostheses. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the outer sheath was retracted 6 mm from the distal tip. A stent wire had perforated the outer sheath at 7 mm proximal to the distal end of the outer sheath. The t-bar connector was detached from the outer sheath. This type of damage is consistent with excessive tensile force having been applied to the shaft. Examination of the t-bar connector noted the presence of glue inside the connector and that the fillet of glue was also present around the edge of the connector, indicating that glue had been applied to attach the sheath to the t-bar connector. The blue outer sheath was accordioned for a distance of approximately 10 mm from 7 mm distal to the t-bar connector detach. During functional analysis it was not possible to retract the outer sheath to deploy the stent, so the shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the inner lumen; however, distal stent damage was noted. Based on the condition of the returned device and the evaluation conducted, the most probable root cause is operational context; anatomical/procedural factors encountered during the procedure may have hindered the device's performance. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprostheses was during a stenting procedure within the common bile duct on (B)(6) 2011. According to the complainant, the patient's anatomy was moderately tortuous but no dilatation was performed prior to the procedure. During the procedure, the stent was unable to be deployed. The device was removed from the patient fully constrained. After removal, the physician noticed that the stent struts had penetrated the outer sheath. The procedure was completed with another wallstent biliary endoprostheses. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
Device codes: component code 3038 relates to device code 2205 for the reported issue of stent wires perforated outer sheath. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.